Event description:
It was reported company representative indicated coupling and or communication issues. It was indicated pt had car accident about 10-11 days ago. It was stated the recharging worked fine until the accident. The physician programmer and pt programmer were able to communicate with implantable neuro stimulator (ins). At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).